Manufacturer narrative:
The insulin pump was rec'd with a button error alarm due to corroded keypad traces.

Event description:
The customer reported a button error alarm during normal use. The customer stated that he had to go to the hosp for assistance due to the alarm. Advised the customer that the insulin pump would be replaced. Nothing further was reported.